Event description:
The surgeon reported that the patient had a superficial second degree burn 1/2 cm in width and 5 cm in length on the left breast after free flap breast surgery using an opmi pentero microscope. The burn required removal of a burnt blood vessel and debridement. It was reported that the surgery lasted 10 hours for both breasts and the left breast was exposed to 90% light intensity for 45 minutes at a working distance of 8-12 in. No incision drape was used.

Manufacturer narrative:
A field service engineer inspected the microscope on site. All of the settings related to light were confirmed to be working properly. All safety features were activated. Touch screen and data injection light threshold warning displays worked properly. The light source protection filter/uv/ir filter was in the correct position. The default factory settings include: initial light intensity =25%; light threshold warning value = 25%. The surgeon's personal setting were: initial light intensity - 24%; light threshold value warning = 50%; brightness speed = medium; automatic light field limitation = on. The user manual informs the user of possible tissue damage if the light intensity is too high and/or if the procedure is long. It also discusses burn prevention measures, including draping and continual irrigation. The manual states: "reduce the illumination of the surgical field to the extent required for the patient's safety and for clear microscopic visualization: the undraped left breast received a light intensity of 90% for 45 minutes."